Event description:
It was reported that a refill the pump pocket was a "little" swollen, and the physician decided to follow up with observation. On (B)(6) 2010 fluid had been "in and out", so a rotor test was conducted. The rotor test showed no anomaly. On (B)(6) 2010, there was a confirmed catheter leak in the "back pocket." The back pocket was opened and a "pinhole" was observed near the "v-wing anchor." There was concern that the catheter may have been damaged by a needle when the anchor was fixed during implant. The pinhole was removed and the anchor was fixed again. The pt "recovered." The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B)(4).